Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the customer's glucose reading prior his admission was 500mg/dl, and then dropped to 233mg/dl. The caller stated that he does not have a reservoir and infusion set to troubleshoot. Assisted the caller in checking the programming, and it was correct. Advised the caller to call back to finish testing. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.